Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was able to be duplicated. It was noted that the motor stuck and was inoperable and was noted to be the cause of the reported issue. Service replaced motor to correct the reported issue. Service also performed a full preventive maintenance and all functional test to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a cadd solis vip pump gave error code 41622-1003. No adverse effects reported.